Event description:
A malfunction alarm was reported with a code malf 12, but there were no notable events before the malfunction. There was no adverse impact on the customer's blood glucose level. The customer had not previously reported or reset the pump for this malfunction within the last 24 hours, so technical support provided pump reset information and assisted with the reset. The malfunction code did not recur after resetting, and the customer was informed they could continue using the pump and to call back if the malfunction code appeared again. The customer acknowledged and understood these instructions.